Event description:
A pulmonary angiographic study was being performed. Upon contrast injection via a power injector, an apparent pulmonary artery extravasation occurred. The catheter was withdrawn and it was noted to have no sideports. The user thought they were using a catheter with sideports. An injection of 40cc for 20 seconds of omnipaque 350 was used for the initial angiogram. The radiologist did not note any other adverse signs or symptoms.